Event description:
It was reported that during a routine patient follow up the right ventricular (rv) lead exhibited oversensing. Therefore the patient was scheduled for another follow up with planned intervention thereafter. It was also reported that a secondary follow up showed continued oversensing of the rv lead. Therefore the rv lead sensitivity was adjusted. It was further reported that the rv lead was suspected to have dislodged and that the lead trend showed varying r-wave with decreasing r-wave. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=4.4 counts avg/day, in 156.02 days, between (B)(4) 2012 09:00:02 and (B)(4) 2012 09:27:53.